Event description:
The user facility reported that the patient sustained thermal injury in the urethra after having undergone a transurethral resection of prostate. The user facility reported that there was no apparent patient injury at the time of the procedure; however, the physician had noted that the patient's penis felt unusually hot at the end of the procedure. The patient was reportedly released the same day of the procedure and with routine pain medication and antibiotics. The patient returned to the facility four days after the procedure complaining of being unable to urinate; the patient's catheter was replaced, and the patient was released. Eleven days later, the patient was reportedly returned to the facility complaining of being unable to void. The patient was examined via cystoscope, and the physician reportedly observed thermal damage on the length of the urethra, which the users alleged could have occurred during the original procedure. The patient's catheter was replaced again and was released. The patient will be re-examined again in three weeks.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. There was minor discoloration noted at the distal tip of the electrode typical of normal usage. The electrode was tested using olympus test equipment, and found to operate appropriately. The device was returned to the original equipment manufacturer for further investigation. The cause of the patient's outcome cannot be conclusively determined. If significant information becomes available later, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.